Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a transforaminal lumbar interbody fusion (tlif) surgical procedure, the navigation instruments were off-plan. The difference between the original trajectory and the live instrument was noticeable, and the navigation picture appeared different from the carm plate. A snapshot was performed, and the instruments were registered again, but the same problems persisted. No patient complications have been reported as a result of this event and there was no surgical delay time. Additional information was received. It was reported that the surgical arm was replaced proactively and there were no software issues encountered during the replacement.

Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, the issue was unable to be replicated and no software issues were encountered. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. H3, h6) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure wasn¿t aborted due to this issue. The arm accuracy was confirmed using a non-medtronic imaging system and it was presided. The event of instruments being off plan was unable to be resolved during the procedure.

Manufacturer narrative:
H3, h6) a clinical analysis was conducted. In summary, a thorough investigation could not be conducted due to the lack of the export file. Previously reported codes, b01 and c19 are applicable, as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.